Manufacturer narrative:
Per tandem¿s t:slim x2g5 user guide: ¿check that your connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the luer lock connection between the cartridge pigtail and infusion set tubing was loose causing insulin to leak out. Customer secured luer lock and primed out any air bubbles. Insulin delivery was resumed. Blood glucose was 350 mg/dl.